Event description:
It was reported that the patient did not have the same stimulation results from their implantable neurostimulator (ins) as usual (<(> <<)>50% therapy relief at the lead/extension location) which had occurred for about a month or so. The patient met with the manufacturer¿s representative today where an impedance check showed electrodes #8-11 had values >10,000 ohms. All impedances on the other lead component were reported as normal. The patient denied any history of recent falls or injury, but did note that they had been doing yoga in the last month. The representative tried to reprogram around the issue, but the patient did not receive the same stimulation results. The event issue was discussed with the patient¿s physician where it was decided to take the lead out and redo the ins battery at the same time (procedure had not been scheduled as of yet, but may done in (B)(6)). The patient status at the time of report was noted as ¿alive ¿ no injury¿. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v011827, implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v013593, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).